Event description:
Reporter stated that patient experienced hypoglycemia coincident with extraneal therapy (a labeled interferent for the test strips). Reporter indicated that patient's blood glucose results, on the inform system were consistently elevated (actual values were not provided). Based on these values, a physician reportedly treated patient with insulin (amount and type not provided). An unspecified time later, patient became hypoglycemic. Patient's blood glucose was reportedly tested, on an unspecified instrument, with a result of 15 mg/dl; the inform system measured patient's blood glucose at 280 mg/dl. Reporter indicated that patient subsequently recovered from hypoglycemic event. However, no details of treatment received were provided. No product was returned to the manufacturer for evaluation.

Manufacturer narrative:
The event occurred in another country.